Manufacturer narrative:
(B)(4). Date of event estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two 3.5 x 33 xience xpedition devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that prior to the procedure, a 2.25 x 15 mm xience xpedition stent and two 3.5 x 33 mm xience xpedition stents were observed not mounted on the balloon. There was no patient involvement and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Added conclusion code 4307. Added method codes 10, 4109. Remove method code 4114. Evaluation summary: the device was returned for analysis. The reported unstable stent was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unstable stent as the stent was stationary on the balloon between the markers. However, material deformation (stretched stent) was identified during returned device analysis which may have been identified as an unstable stent. Factors that may contribute to material deformation (stretched stent), but are not limited to, handling, material damage, interactions with other devices and/or other equipment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: device is not available for evaluation. The device was not returned for analysis. Based on the information provided, a definitive cause for the reported unstable stent cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Therefore, the investigation was unable to determine a conclusive cause for the reported unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.